Event description:
In early 2009, the pt stated that she attempted to remove her insulin cartridge and the plunger remained attached to the piston rod of the infusion device. This resulted in insulin spilling into the cartridge compartment of the infusion device. She was educated on the proper procedure for removing the insulin cartridge from the infusion device. The pt was instructed how to remove the plunger from the piston rod but she was unable to remove it. She stated that she would use injection therapy until she could switch to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.